Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), bipolar disorder ("bi-polar"), cataract ("vision/eye problems (cataracts)") and surgery ("surgery") in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal cord disorder (radio frequency ablation. Boston scientific spinal cord stimulator implanted), sinusitis, postnasal drip, upper respiratory infection, premenstrual syndrome, pruritus, vaginal yeast infection, insomnia, anemia, rectal bleeding, menometrorrhagia, metatarsalgia, hair loss, tennis elbow, halitosis, lateral epicondylitis, dysfunctional uterine bleeding, exertional dyspnea, pulmonary embolism, deep vein thrombosis, weight gain, pain in arm, mood swings, vaginal burning sensation, dry eyes, runny nose, snoring, fainting, breast mass, amenorrhea, foot pain, dyspnea and short of breath. Previously administered products included for menometrorrhagia: depo-provera; for an unreported indication: mirena, lithium, depo provera and terazol. Concurrent conditions included body mass index normal. Concomitant products included clonazepam (klonopin), levonorgestrel (mirena) since (B)(6) 2012, olanzapine (zyprexa) and topiramate. On 12-jun-2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("severe uterine pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("worsening of her depression/ depression"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced abdominal distension ("abdominal bloating / bloating"), fatigue ("chronic fatigue / fatigue"), hypersensitivity ("hypersensitivity"), dysmenorrhoea ("dysmenorrhea (cramping)/ lower abdomen pain") and constipation ("constipation"). In (B)(6) 2016, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), headache ("headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("worsening of her anxiety/ anxiety"), weight decreased ("weight loss"), weight fluctuation ("weight gain / loss "), pain in extremity ("leg pain"), surgery (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), skin irritation ("skin irritation") and the second episode of abdominal pain lower ("cramping"). The patient was treated with ibuprofen, procet [hydrocodone,paracetamol], tramadol, cortisone, surgery (total hysterectomy and bilateral salpingectomy), surgery (cataracts surgery) and surgery (underwent spinal cord stimulator implant and revision of spinal cord stimulator). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia, uterine pain, depression, anxiety, abdominal pain and surgery outcome was unknown and the bipolar disorder, cataract, abdominal distension, headache, dyspareunia, fatigue, weight decreased, hypersensitivity, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, weight fluctuation, pain in extremity, constipation, urinary tract infection, skin irritation and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, cataract, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, skin irritation, surgery, urinary tract disorder, urinary tract infection, uterine pain, weight decreased, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: device properly placed; in (B)(6) 2013: confirming full occlusion fallopian tubes current weight: 132 lbs. Approximate weight at the time of essure placement: 132 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"abdominal pain, constipation, surgery, urinary tract infection, skin irritation, cramping", reporter added from pfs. Historical drug and condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), bipolar disorder ("bi-polar") and cataract ("vision/eye problems (cataracts)") in a female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal cord disorder (radio frequency ablation. Boston scientific spinal cord stimulator implanted). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal. Concomitant products included levonorgestrel (mirena) since 20-jun-2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("worsening of her depression/ depression"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue / fatigue"), hypersensitivity ("hypersensitivity") and dysmenorrhoea ("dysmenorrhea (cramping)/ lower abdomen pain"). In (B)(6) 2016, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal bloating"), headache ("headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("worsening of her anxiety/ anxiety"), weight decreased ("weight loss"), weight fluctuation ("weight gain / loss specify which one") and pain in extremity ("leg pain"). The patient was treated with ibuprofen, procet [hydrocodone,paracetamol], tramadol, cortisone, surgery (total hysterectomy and bilateral salpingectomy) and surgery (cataracts surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, uterine pain, abdominal distension, headache, dyspareunia, depression, anxiety, fatigue and weight decreased outcome was unknown and the bipolar disorder, cataract, hypersensitivity, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, weight fluctuation and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, cataract, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, urinary tract disorder, uterine pain, weight decreased and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: device properly placed; in (B)(6) 2013: confirming full occlusion fallopian tubes current weight: 132 lbs. Approximate weight at the time of essure placement: 132 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics, historical condition, historical drug, concomitant disease and concomitant medication added. Essure indication and start date updated and lot number added. New events hypersensitivity, bi-polar; bladder or urinary problems or changes, migraines /headaches, dysmenorrhea (cramping), vision/eye problems: cataracts, leg pain, and weight gain / loss were added. Lab data and treatment medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), bipolar disorder ("bi-polar"), cataract ("vision/eye problems (cataracts)") and surgery ("surgery") in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included spinal cord disorder (radio frequency ablation. Boston scientific spinal cord stimulator implanted), sinusitis, postnasal drip, upper respiratory infection, premenstrual syndrome, pruritus, vaginal yeast infection, insomnia, anemia, rectal bleeding, menometrorrhagia, metatarsalgia, hair loss, tennis elbow, halitosis, lateral epicondylitis, dysfunctional uterine bleeding, exertional dyspnea, pulmonary embolism, deep vein thrombosis, weight gain, pain in arm, mood swings, vaginal burning sensation, dry eyes, runny nose, snoring, fainting, breast mass, amenorrhea, foot pain, dyspnea and short of breath. Previously administered products included for menometrorrhagia: depo-provera; for an unreported indication: mirena, lithium, depo provera and terazol. Concurrent conditions included body mass index normal. Concomitant products included clonazepam (klonopin), levonorgestrel (mirena) since (B)(6) 2012, olanzapine (zyprexa) and topiramate. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("severe uterine pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced bipolar disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced depression ("worsening of her depression/ depression"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced abdominal distension ("abdominal bloating / bloating"), fatigue ("chronic fatigue / fatigue"), hypersensitivity ("hypersensitivity"), dysmenorrhoea ("dysmenorrhea (cramping)/ lower abdomen pain") and constipation ("constipation"). In (B)(6) 2016, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient underwent surgery (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), headache ("headaches"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), anxiety ("worsening of her anxiety/ anxiety"), weight decreased ("weight loss"), weight fluctuation ("weight gain / loss "), pain in extremity ("leg pain"), urinary tract infection ("urinary tract infection"), skin irritation ("skin irritation") and the second episode of abdominal pain lower ("cramping"). The patient was treated with ibuprofen, procet [hydrocodone,paracetamol], tramadol, cortisone, surgery (total hysterectomy and bilateral salpingectomy), surgery (cataracts surgery) and surgery (underwent spinal cord stimulator implant and revision of spinal cord stimulator). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, surgery, back pain, arthralgia, uterine pain, depression, anxiety and abdominal pain outcome was unknown and the bipolar disorder, cataract, abdominal distension, headache, dyspareunia, fatigue, weight decreased, hypersensitivity, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, weight fluctuation, pain in extremity, constipation, urinary tract infection, skin irritation and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, cataract, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, migraine, pain in extremity, pelvic pain, skin irritation, surgery, urinary tract disorder, urinary tract infection, uterine pain, weight decreased, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: device properly placed; in (B)(6) 2013: confirming full occlusion fallopian tubes current weight: 132 lbs. Approximate weight at the time of essure placement: 132 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain"), back pain ("severe, lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), abdominal distension ("abdominal bloating"), headache ("headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), fatigue ("chronic fatigue") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, uterine pain, abdominal distension, headache, dyspareunia, depression, anxiety, fatigue and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, headache, pelvic pain, uterine pain and weight decreased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.